Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the caller through inspecting and cleaning the pump's components. The customer successfully loaded the cartridge and resumed insulin delivery.